Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that insulin condensation and insulin residuals could be seen upon checking the cartridge compartment. The patient stated that insulin leaked from the connection with the transfer set.